Event description:
It was reported that the customer received a button error alarm. His/her blood glucose level was not reported. The customer discontinued the use of his/her insulin pump and reverted to a back plan until the replacement insulin pump arrived. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened button dome switch. No button error alarm noted during testing. Unit had minor scratched lcd window.